Event description:
It was reported to covidien in 2009, that a consumer had an issue with an insulin syringe. Customer reports she gave herself a shot and when she took the syringe out, the needle was still in her stomach. Customer states she went to the hospital and had a CT scan, the needle could be seen on the x-ray, but could not be removed. Customer reports her doctor is setting up an appointment with a surgeon.

Manufacturer narrative:
Submit date: 05/19/2009. An investigation is currently underway. Upon completion, the results will be forwarded.